Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the damage occurred due to excessive force or damage by dropping. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the casing was cracked on the battery oscillator device. It was further determined that the trigger was blocked, jammed and was moving heavily. It was noted in the service order that the device casing was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that it was inadvertently missed in the initial report that the housing was cracked. This is in addition to the other failures previously reported in the initial report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.